Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that intraocular pressure (iop) increased following a glaucoma filtration device implant procedure. The patient experienced aqueous humour leakage the day following the initial procedure. A contact lens was placed on the eye to stop the leakage. One week later, the leakage was still present and conjunctival suturing was performed. Approximately one to three months after the procedure, suture lysis, needling and conjunctival suturing was performed. A filtration bleb reconstruction was performed approximately five months later.